Manufacturer narrative:
Follow-up #1 08/30/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: no power events were observed in the pump black box history. The pump powered on but the display remained blank. The pump was opened and the display screen was observed to be cracked. A test display was inserted and the pump was exercised for 24 hours without power issues.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed the animas pump will not turn on. The onset of the power issue began on the afternoon (B)(6) 2011. The patient replaced the battery but the issue was not resolved. During troubleshooting, the patient noted there was no product misuse. There was no damage to the battery cap and compartment. The battery compartment did not have any corrosion. The animas pump will be sent back to animas for investigation. There was no adverse event associated with this issue. This complaint is being reported as a malfunction due to the alleged power issue.